Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue with the abbott diabetes care (adc) device was reported. The customer received unspecified lower sensor scan results compared to unspecified readings obtained on a competitor brand device. The customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). The customer experienced a headache had a telephone conversation with their general practitioner (gp). Based on medical advice, their insulin dosage was increased from 4 to 6 units. Following the second insulin increase (for dinner), the customer's glucose value decreased extremely. The customer consumed water ice, a sandwich, and a soft drink. There was no report of death or permanent impairment associated with this event. A customer received sensor scan results of 2.70 mmol/l compared to readings of 19.80 mmol/l respectively obtained on a competitor brand device and the results, when plotted on a parkes error grid, fall into the d zone, showing the difference in values to be clinically significant. The length of sensor wear was 5 days. It is unknown if these readings were taken during the actual event.